Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts to obtain additional information have been made, but no new information has been received to date. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that this annulolplasty ring was explanted. No implant date or implant position was provided. No physician or patient information was indicated. No failure mechanism or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.